Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported issues with the insulin pump. Customer states that they are having issues with the sensor. Customer states that when he pulled the needle out, it pulled the sensor back. The blood glucose reading is 120 mg/dl. Nothing further reported.